Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of over 342 mg/dl. The customer¿s current blood glucose was 233 mg/dl. The customer treated with manual injections. Customer alleged insulin pump was under delivering. The drive support cap was normal. The customer also had no delivery alarm. The customer's blood glucose was 200 mg/dl. The product was not returned for analysis.